Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer's other blood glucose was 71 mg/dl. The customer was treated with manual injection and also took ginger drops. Troubleshooting was done for high blood glucose and under delivery. Customer stated that no further troubleshooting was needed for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined additional troubleshooting. The insulin pump will not be returned for analysis.